Manufacturer narrative:
The device was received in normal vvi mode with battery voltage still above eri. Analysis of device image indicated that the device battery voltage was normal and above eri throughout the implant duration. Electrical test results indicated normal device characteristics. Total projected longevity based on as-received settings is 5.97 years, implant duration is 5.39 years and remaining longevity is approximately 0.58 years to eri. The reported event of premature battery depletion was not confirmed.

Event description:
Additional information was received indicating the device session records were sent to abbott technical support for review. The battery depletion of the device was found to be normal and no device malfunction was suspected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, premature battery depletion was suspected. The device was explanted and replaced to resolve the event and the patient was in stable condition.